Manufacturer narrative:
Investigation: 20 representative samples (unopened) were returned for investigation. 10pcs from batch 8081043, 5pcs from 8116291 and 5pcs 8060126. The samples were subjected to blood escape time (bet) test. The samples passed the bet test, no leakage was observed. DHR was reviewed for the affected lots and no qn's had been raised. The root cause could not be determined at the end of the investigation. However, there was a CAPA raised for blood droplet formation at the luer end of the catheter adpater (refer to CAPA#86125). Small ID catheter tubing and small septum vents have been implemented to enhance the blood control function.

Event description:
It was reported that three cathena 22gx1.00in straight bc experienced product damage and leakage with the customer stating, ¿it was reported the catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub.¿ this complaint is for patient 7 of 10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8116291. Medical device expiration date: 2021-04-30. Device manufacture date: 2018-04-26. Medical device lot #: 8060126. Medical device expiration date: 2021-02-28. Device manufacture date: 2018-03-01. Medical device lot #: 8183043. Medical device expiration date: 2021-06-30. Device manufacture date: 2018-07-02.

Event description:
It was reported that three cathena 22gx1.00in straight bc experienced product damage and leakage with the customer stating, ¿it was reported the catheter anti reflex valve does not function after insertion or connection/disconnection and there was leaking past the valve and out of the hub.¿ this complaint is for patient 7 of 10.